Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant it was noted the right atrial (ra) lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.